Event description:
Technician found bed drifts down from high position.

Manufacturer narrative:
Technician cleaned/degreased hi/low brake and tested to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.